Manufacturer narrative:
The customer reported that the rns (remote network system) didn't alarm for vtach. The biomedical engineer stated he pulled the alarm history and on 3/4 of occasions it showed no alarm. He used a simulator on a different telemetry unit viewed by the rns and the rns performed normally. The device involved in this event has not been returned to date to allow for an evaluation / analysis to be performed. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available.

Event description:
The customer reported that the rns (remote network system) didn't alarm for vtach. The biomedical engineer stated he pulled the alarm history and on 3/4 of occasions it showed no alarm. He used a simulator on a different telemetry unit viewed by the rns and the rns performed normally. The biomedical engineer stated there was no patient harm.

Manufacturer narrative:
The customer reported that the rns (remote network system) didn't alarm for vtach. The biomedical engineer stated he pulled the alarm history and on 3/4 of occasions it showed no alarm. He used a simulator on a different telemetry unit viewed by the rns and the rns performed normally. The device involved in this event has not been returned to date to allow for an evaluation / analysis to be performed. The device was never sent in for evaluation as the customer tried using a simulator on a different tele viewed by the rns and the rns performed normally. Due to the age of this complaint additional information necessary to conduct an investigation is not readily available. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.